Event description:
It was reported to tyco/kendall healthcare on 08/18/2006, that the pt was recently taken by ambulance to the hosp, suffering from acute colitis. In the ambulance, ECG conductive adhesive electrodes were placed on her body. Once at the hosp, the 2 electrodes on her ankles were removed; however, an electrode was inadvertently left on her right breast. When she came out from under 2 days of morphine and was preparing to shower, she noticed the electrode on her breast and carefully removed it (which she says means that the electrode had been in place on her right breast from 7:30 friday night to approx 10 am sunday morning. She removed the electrode very carefully, as the skin around it and under it seemed very sensitive. Upon removing the electrode, she noted that the area where the electrode had been, along with a small area where the edge of the electrode came in contact with her skin, was very sore and red and a small amount of skin was removed. Since that sunday, in 2006, both areas that the electrode had been in contact with turned into "2nd degree burns" and are still in the process of healing as the customer (pt) stated she developed a rash relatively quickly which went from the location where the electrode was applied (on the right side of right breast), to the middle of her back. The rash/irritation progressively became worse. She stated that a "2nd degree burn mark (or what appeared to resemble)" developed where the electrode on her right breast had been applied, and was about the size of 3-4 inches. While she was at her stay in the hosp, the drs did treat her for this "burn" mark, and stated it was just a reaction to the electrode. By the time she was discharged 2 days later from the hosp, the "burn" had blistered. At that time, she again brought this to the attention of the dr, who told her to use a topical treatment, such as thermozene. Customer used thermozene, which worked for her. The customer (pt) went back to her personal dr for rash, who immediately saw that rash went to the middle of her back. Because of the nerve line where the rash was, dr diagnosed her as having shingles. When speaking with the pt, she informed me of rashes; she has had in the past, in relation to contact with some type of "mold" found in compost, or cow manure used for gardening. Her past rashes have also appeared on that same nerve line. She has had reactions to this on three separate occasions (twice using compost in her garden and once cleaning up leaves in the corner of her yard) in the past, in which her dr had prescribed medrol to her as treatment. This dr prescribed medrol to treat shingles, but also to treat the rash (because it had worked in past experiences for allergic reactions). She stated that as soon as she started using medrol, the rash stopped spreading. At that point, it had reached the middle of her back, but had not spread any further. The rash was not itchy. A sample of fluid was later taken by her dermatologist; this confirmed that it was not shingles, but an irritation caused by electrodes. (To date, this is what the customer (pt) has reported to tyco/kendall healthcare. We have no paperwork provided by her dr(s). Every component, hydrogel, foam and adhesive has all been tested and passed cytotoxicity, primary dermal irritation and systemic sensitization). She has been taking pictures of her rash/burn marks. She will be sending in photos, along with any info from the ER, as well as other drs she had visited for this irritation.

Manufacturer narrative:
The customer reports that she will be sending in photos for eval. An investigation is currently underway. Upon completion the results will be forwarded.